Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by technical support engineer (tse) advising the site to press the instrument clutch button before replacing the scope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the image orientation of the 30-degree endoscope became upside down. The customer had resolved the issue on their own. The technical service engineer informed the customer that the issue was caused by the guide tool exchange and advised them to press the instrument clutch button before replacing the endoscope in the future. The customer understood and stated that they would monitor the issue. The procedure was completed with no reported injury.